Event description:
It was reported that, "the surgeon noticed the metal piece on the tip of the stem inserter was bent." No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.